Manufacturer narrative:
Blocks d7a, e1 (initial reporter phone), and g2 (report source) have been corrected. E1: initial reporter city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that the wallflex esophageal stents was to be implanted in the mid esophageal malignancy to treat an 8cm esophageal malignancy growth during an esophageal metal stenting (ercp) endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. The patient anatomy was not noted dilated prior to stent placement during the procedure, the stent partially deployed. The procedure was completed with another size of wallflex device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that the wallflex esophageal stents was to be implanted in the mid esophageal malignancy to treat an 8cm esophageal malignancy growth during an esophageal metal stenting (ercp) endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. The patient anatomy was not noted dilated prior to stent placement during the procedure, the stent partially deployed. The procedure was completed with another size of wallflex device. There was no patient complications reported as a result of this event.